Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grades IV, bloating, inflammation, hair loss, acne, breathing issues, ¿breast implant illness¿ and bilateral.

Event description:
Patient reported "having numerous issues medical issues". This record is for the left side. Additionally, healthcare professional reported capsular contracture, baker grades IV, bloating, inflammation, hair loss, acne, breathing issues, ¿breast implant illness¿ and bilateral replacement. Device has been explanted and discarded.